Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the lip with juvéderm ultra plus¿ xc. Two days later patient returned to the injecting physician with nodular lesions, which could be "mucocele", at the internal surface of the inferior and superior lips (wet mucosa). On this date, the physician performed "drainage" on the lesions with extrusion of a small amount of hyaluronic acid. The physician additionally notes there was "product extrusion." New lesions have been appearing ever since and there is "some sort of product rejection going on." Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 06/06/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodular lesions, mucocele, extrusion, and product rejection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of nodular lesions, mucocele, drainage, extrusion, and product rejection as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the lip with juvederm ultra plus xc. Two days later patient returned to the injecting physician with nodular lesions, which could be "mucocele", at the internal surface of the inferior and superior lips (wet mucosa). On this date, the physician performed "drainage" on the lesions with extrusion of a small amount of hyaluronic acid. The physician additionally notes there was "product extrusion." New lesions have been appearing ever since and there is "some sort of product rejection going on." Symptoms are ongoing.